Event description:
The surgeon implanted a cc4204bf collamer plate lens but noted a capsule tear. The lens was removed with no further injury. The scrub technician indicated that the capsule tear occurred during the phacoemulsification process (they used a non-staar product) and the surgeon didn't note the damage until the lens was implanted. The technician indicated that the pt injury was not the result of the lens. The model and lot numbers of the injector and cartridge used were not provided by the facility.